Event description:
It was reported that the in the device the water accumulates in the pilot balloon (cuff). The event occurred during patient use/administration at facility. There was no reported patient harm/adverse event.

Manufacturer narrative:
B3: unknown; event month is known but day is unknown. No information has been provided to date. Device evaluation: one device was received for device analysis. Lot number not provided npr: no lot number was provided; therefore, a device history record (DHR) review could not be conducted. The customer reported complaint was not observed during investigation. Visual inspection was performed, and the sample was in good condition. Functional testing performed on received device and the cuff of the device was still fully inflated following the completion of testing.